Event description:
It was reported the patient had a "red" rash over their right abdominal implantable neurostimulator (ins) incision site. It was stated that the skin rash was circumcised. It was also stated, the patient's medication was adjusted as well as the route of administration and the dose. The event was ongoing. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3487a-56 lot# va013ru, implanted: 2012 (B)(6), product type lead product ID: 3487a-56 lot# va013ru, implanted: 2012 (B)(6), product type lead product ID: 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 3487a-56 lot# va013ru, product type lead product ID: 3487a-56 lot# va013ru, product type lead. (B)(6).

Event description:
Additional information received reported that the issue was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).